Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date in (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products.

Manufacturer narrative:
The initial information received stated the adverse event occurred on an unspecified day within the previously reported month and year. This is one of three device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-15815, 1225714-2014-15816, and 2937457-2014-03614. Additional information has been requested and will be submitted upon receipt accordingly.